Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2 foreign: france. E1 phone:(B)(6). Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm and width plate screws were worn. The motor, reciprocating arm, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the device was had an unspecified faulty. There was no reported patient harm or delay. Due diligence is complete; no further information is available. During device evaluation, the motor speeds were unstable.